Manufacturer narrative:
(B)(4). Date sent: 10/29/2025 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? Hemostasis was achieved by compression followed by the use of hemostatic agents. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Could you please provide more details about the type of oozing? The oozing appeared to be bleeding from a needle hole. -bleeding in the surgery was handled without any problems. -the patient's condition is stable after the surgery. Were there any malformed staples (yes or no)?=>yes. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic s6 segment excision, bleeding occurred from the stump after resection of the pulmonary artery. One of the staples at the stump appeared to have not formed. It was assumed that the bleeding was coming from the pinhole in the non-formed area. A hemostatic was applied after applying pressure to stop the bleeding. There was no patient consequence nor surgical delay reported. No additional information provided.